Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) loaner's IV pole locking mechanism bad and doppler assembly. There was no patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d1, d4, d9, g3, g6, h2, h3, h4, h6, h10. A getinge field service engineer (fse) was dispatched to investigate the issue. In order to fix the issue, the fse replaced the doppler assembly. Then, as a precautionary service, the fse replaced the IV pole, and other parts. The unit was then complete w/ the following accessories: ECG leads, print paper, IV pole, and doppler assembly. The fse then ran all the tests in accordance to the manufacturer's specifications. All tests were within range. The failure analysis and testing dept. Received the following parts associated with this complaint: 0154-01-0001 doppler ultrasonic iabp assembly serial number (B)(6). 0105-00-0114 shaft, col/fastn, self lock serial number n/a. These parts were received with the reported complaint of: 0154-01-0001 doppler ultrasonic iabp assembly serial number (B)(6) doppler malfunctioning 0105-00-0114 shaft, col/fastn, self lock serial number n/a locking mechanism is bad the failure analysis and testing dept. Performed a visual inspection and found the parts to be in non working condition. 0154-01-0001 doppler ultrasonic iabp assembly serial number (B)(6) doppler has a problem with the battery compartment. The cover for the battery compartment is missing. When the fat attempted to install a battery, it would immediately reject out of the compartment. Even with the cover missing , the battery should stay in the compartment. The doppler failed testing. 0105-00-0114 shaft, col/fastn, self lock serial number n/a locking mechanism: the fat verified that the locking mechanism is damaged. The locking collar does not move smoothly up and down to secure the IV pole in the position desired. The shaft collar failed testing. Retaining the parts in the fat per procedure.

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5) suspect device originally distributed as a sys98xt, upgraded to cs300 using conversion kit. No UDI is provided as product was discontinued prior to gudid implementation timeline.